Event description:
Healthcare provider reported a left side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported, a left side rupture. Confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed, to a fold flaw opening with non-penetrating nicks around the opening. Although, have a smooth opening. Additional observations: crease fold observed, in the device. Brown particles observed, in the device. No further actions are required, as the device was implanted.

Event description:
The device has been explanted.